Manufacturer narrative:
Philips has investigated this complaint. Philips was informed by the customer that the l-arm rotation cover came loose as a result of a collision with other ceiling mounted equipment. The system was not in clinical use at the time that the loose cover was identified. Philips checked the system on site and confirmed that the safety chain used to prevent the c-arm cover from falling was intact. The cover was re-attached and the system was returned to use in good working order. No harm was reported to philips. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
It has been reported to philips that the cover of the c-arm came loose. The cover was retained by a safety chain, which prevented the cover from falling off. Philips is in the process to receive information about any patient or user impact.